Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient reports the pods cannula had become dislodged from the pod infusion site during wear. Symptoms reported include dehydration as well as crossed eyes. Once at the hospital the patient was treated with 8 bags of intravenous fluids as well as a manual shot if insulin and a blood thinner. The patient was discharged from the hospital after 2 days.